Event description:
On the event date, the pt reported she has had elevated blood glucose readings today of up to the 400+ mg/dl with her target reading being 140mg/dl. Symptoms are frequent urination. She stated she changed the insulin cartridge of her infusion device along with her infusion set tubing and needle four days prior. She said she changed her needle again two days prior to report. She stated she changes her needle every 3 days and was advised to change the needle at least every 48 hours (2 days). Troubleshooting did not find any product issues. On follow up with the pt in the same month, she stated her blood glucose reading are "better". She declined any further info or troubleshooting. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.